Event description:
It was reported via repair work order that the cot was unable to roll due to a broken off caster horn. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.